Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for routine follow-up, several false pause episodes were observed. Review of session records confirmed that the episodes were due to electrode loss of tissue contact. Patient was stable.

Event description:
New information received notes that the following physician did not elect to re-place the pressure dressing over the device. The pocket will be left to heal naturally in hopes of less electrode tissue contact instances. The patient was in stable condition.